Manufacturer narrative:
Device investigation narrative - one 7207555 sterile biorci pla 7x30mm screw returned. Dimensional inspection confirms that this was a 7x30mm product. This implant has been used and is broken. Approximately 2.23mm of the implant is missing and was not returned. The threads and distal tip have been chewed up. Three to four threads deep is cracked from the damaged end. The star hex is beginning to strip at the screw head. These visual conditions indicate contact with another device or instrument and that excess force was placed upon the implant. The IFU says: ¿excessive force should not be placed on the delivery instrument¿ and ¿the starter must be utilized with the biorci screws to minimize screw breakage during insertion.¿ it is unknown whether the IFU warning was followed. The physical condition indicates difficulty with proper insertion. No root cause related to the manufacturing of this device can be confirmed. (B)(4)

Event description:
It was reported that during implantation the screw was broken. All broken pieces were removed from the patient. A backup device was available to complete the procedure without delay or patient impact.